Event description:
It was reported that the left ventricular [lv] lead had dislodged and was coiled up in the pectoral area. It was also reported that the physician suspected that the lead cants at the lead tip were not sturdy enough to hold the lead in place. The lv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was also noted that all conductors had blood/body fluid (not obstructed), and the distal conductor had blood/body fluid (not obstructed).